Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Event description:
Per the clinic, the patient was experiencing poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.